Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the screen display froze. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the reported frozen screen display could not be determined. A root cause could not be determined.